Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump exhibited an unresponsive touchscreen and could not be unlocked, and a crack was observed along the screen edge; the device was replaced and the user was instructed on shutdown and data handling, while shipping status was verified with the carrier showing no cancellation. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no medical intervention or hospitalization. Investigation included customer interview, review of user-provided photos, device history and logistics review, and complaint handling. Investigation of this device revealed physical screen damage consistent with a cracked or broken display assembly leading to loss of touch functionality, with no evidence of software or alarm malfunction. It was concluded, based on previously established findings for similar reports, that the cause was device component damage from external physical stress.